Event description:
The customer reported the pump display is cracked and unreadable. He stated the carrying case was broke so he put the pump in his pocket and when he sat down the pump display cracked. The crack covered his hourly basal rate and bolus amount, making both unreadable. The infusion device was requested to be returned for product evaluation. The pump was replaced.

Manufacturer narrative:
It was stated that the customer was (B)(6). It was unknown if the initial reporter sent a report to the FDA.